Manufacturer narrative:
Concomitant products: modialysis. Intubated for ventilation. Ativan drip for questionable seizure activity vs parkinsonian tremors. Medication drips include dopamine (cardiac dosing), levophed, vasopressin, milrinone and amiodarone. Transfused with 10uprbc's (packed red blood cells) and other multiple blood components.(B)(4). No device / parts will be returned for evaluation.

Event description:
It was reported via a hot line call. The (rn) registered nurse from the (ccu) cardiac care unit called for assistance for the (fos) fiber optic sensor that was not zeroed prior to insertion. This was a bedside insertion in the ccu. The rn and the (css) clinical support specialist discussed how the fos zero does not dictate which mode the pump utilizes, only that the pressure readings are not to be considered accurate for titration although typically close. The css then had the rn performed a (map) mean arterial pressure calibration utilizing the map from a radial arterial line. When completed, the rn asked about a very poor (excessive noise) on the (EKG)electrocardiogram. The rn has already replaced the electrodes and has exchanged cables. The first cable did not produce any tracing and the second cable produced a poor tracing with only lead 2 and 3 showing; all others were a flat line. The pump is currently using the (ap) arterial pressure trigger without difficulty and giving good pumping results. The css explained that we can change pumps as it may be an issue with the EKG pin connection in the pump. The rn would rather not do that and wait for the pump to be discontinued and send to biomed. The css assured the rn this was appropriate, but if the patient went into an irregular rhythm, it would be better to utilize an EKG trigger and why. The rn verbalized understanding and stated that she didn't feel the patient would be on long and would most likely have all support withdrawn within a few days, prognosis is poor. The css asked the rn to make a note and have the pump sent to biomed when removed from the patient to have the EKG connection assessed. The rn verbalized understanding. They discussed the lack of augmentation (78 vs sys 76). The patient is profoundly vasodilated and the relationship between the two. The rn verbalized understanding that the patient is still receiving an increase of overall perfusion despite the minimal rise of augmentation over systole. The css encouraged the rn to call back should she have any further questions/concerns and relayed that the css would alert the css (on call) to the situation as she would be speaking to her should she call back later in the day. The css received no further calls. No product for return.

Manufacturer narrative:
Concomitant product: hemodialysis. Intubated for ventilation. Ativan drip for questionable seizure activity vs parkinsonian tremors. Medication drips include dopamine (cardiac dosing), levophed, vasopressin, milrinone and amiodarone. Transfused with 10uprbc's (packed red blood cells) and other multiple blood components. (B)(4). Additional information: follow up information was received from the field service engineer per the hospital biomed. The pump was never brought down to biomed. The hospital does their own repairs; however, the hospital biomed performed a functional check on the pump and no problems were found. No further calls were received from the hospital biomed as of 09 september 2015 and no parts were ordered for it since the pm (preventative maintenance) parts performed on (B)(6) 2015. Device evaluation: no parts or recorder strips were returned to teleflex (B)(4) facility for evaluation. A device history record review was conducted for the intra-aortic balloon pump serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "a very poor (excessive noise) on the EKG" is confirmed based on the information provided to the clinical support specialist. The cause of reported complaint is undetermined.

Event description:
It was reported via a hot line call. The (rn) registered nurse from the (ccu) cardiac care unit called for assistance for the (fos) fiber optic sensor that was not zeroed prior to insertion. This was a bedside insertion in the ccu. The rn and the (css) clinical support specialist discussed how the fos zero does not dictate which mode the pump utilizes, only that the pressure readings are not to be considered accurate for titration although typically close. The css then had the rn performed a (map) mean arterial pressure calibration utilizing the map from a radial arterial line. When completed, the rn asked about a very poor (excessive noise) on the (EKG)electrocardiogram. The rn has already replaced the electrodes and has exchanged cables. The first cable did not produce any tracing and the second cable produced a poor tracing with only lead 2 and 3 showing; all others were a flat line. The pump is currently using the (ap) arterial pressure trigger without difficulty and giving good pumping results. The css explained that we can change pumps as it may be an issue with the EKG pin connection in the pump. The rn would rather not do that and wait for the pump to be discontinued and send to biomed. The css assured the rn this was appropriate, but if the patient went into an irregular rhythm, it would be better to utilize an EKG trigger and why. The rn verbalized understanding and stated that she didn't feel the patient would be on long and would most likely have all support withdrawn within a few days, prognosis is poor. The css asked the rn to make a note and have the pump sent to biomed when removed from the patient to have the EKG connection assessed. The rn verbalized understanding. They discussed the lack of augmentation (78 vs sys 76). The patient is profoundly vasodilated and the relationship between the two. The rn verbalized understanding that the patient is still receiving an increase of overall perfusion despite the minimal rise of augmentation over systole. The css encouraged the rn to call back should she have any further questions/concerns and relayed that the css would alert the css (on call) to the situation as she would be speaking to her should she call back later in the day. The css received no further calls. No product for return.